Event description:
It was reported that the pump charging cable sparked and caught fire. Reportedly, the pump was charging during the event. Reportedly, the customer was using non-tandem charging adapter to charge the pump. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.